Event description:
During pt support the audio alarms on the console started operating. After several hours the console power was reset and the self test failed. The pt was switched to a back-up console with no further problems. The console has been examined but, to date the problem has been duplicated. Investigation is ongoing.